Event description:
A home patient reported a 2240 alarm during dwell 5/5 of automated peritoneal dialysis with the homechoice machine. It was reported that there was a leak in the line of the homechoice set. The treatment was discontinued and finished with a manual exchange. There was no patient injury or medical intervention reported by the home patient.